Event description:
During a phacoemulsification procedure, neither the phaco nor the irrigation/aspiration function of this unit could be activated until the foot pedal was exchanged. The procedure was then able to be completed. There were no pt injuries.